Manufacturer narrative:
Product ID 3889-28, lot# v063606, implanted: (B)(6) 2007. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v063606, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when opening the pocket to replace the patient's battery, the healthcare provider noticed the lead was stripped where it connects to the ins. It was reported the lead was still implanted but out of service. The healthcare provider speculated the patient had gained quite a bit weight since the last surgery. The healthcare provider placed another lead on the other side of patient's sacrum and revised the pocket for better placement. No patient symptoms were reported. No further complications were reported.